Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended while customer was within operating altitude range. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction from speaker holes, cleaned area as instructed, reloaded cartridge, and attempted to resume insulin, but alarm recurred, so cts advised loading new cartridge again and waiting 2 hours to allow possible moisture to evaporate; after this period customer successfully resumed insulin delivery, pump returned to normal operation, and cts explained that pump was likely exposed to condensation, humidity, or water and provided tips to prevent future altitude alarms, which customer acknowledged.